Event description:
It was reported that the patient experienced phrenic nerve stimulation from the left ventricular (lv) lead with left ventricular capture management programmed on. It was noted the lv lead was not programmed correctly for the patient. The lv lead remains in use. The patient is a participant in the (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.